Manufacturer narrative:
Received one ias12-100lpi in opened packaging. Lot number was not verified. Performed a visual inspection, the rubber seal was torn and returned disassembled from the sound cap. While a root cause cannot be determined a likely cause was the application of excessive force during use. (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm):- inspect sound cap foam and seal prior to use.- use caution when inserting a sharp or large device through the blue sound cap seal. - inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted esophagogastric junction resection procedure and ¿it was reported that the valve of sound reduction cap was broken when the forcep was pulled in and out.¿ the procedure was completed with an alternate same device. There was a slight delay to the procedure. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. Further assessment discovered there was fragmentation of the device. ¿the surgeon confirmed that the bulldog forceps had caught when it was moved either in or out of the trocar and fell into the surgical field. Since the parts were confirmed, they were collected, and the operation was extended by the time required for collection and replacement¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted esophagogastric junction resection procedure and ¿it was reported that the valve of sound reduction cap was broken when the forcep was pulled in and out.¿. The procedure was completed with an alternate same device. There was a slight delay to the procedure. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. Further assessment discovered there was fragmentation of the device. ¿the surgeon confirmed that the bulldog forceps had caught when it was moved either in or out of the trocar and fell into the surgical field. Since the parts were confirmed, they were collected, and the operation was extended by the time required for collection and replacement¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.